Event description:
It was reported that cadd-legacy plus pump alarmed reservoir empty before it was time.. No patient injury reported.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The device passed all functional and delivery tests during the investigation. Based on the investigation, the complaint allegation was not confirmed. The keypad was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.